Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger/modem was resetting. Upon evaluation, there was liquid contamination on the battery board, current controlling transistor q1 was shorted, and the power supply connector was damaged. The cause for the failure was isolated to damaged battery board, shorted transistor, and damaged connector. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted transistor was unable to be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger/modem.